Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Further information was requested but not received.

Event description:
It was reported that the patient presented for system extraction due to a pocket infection and wound dehiscence. The patient experienced difficulty with hemostasis post-implant and issues with wound healing following exit from the procedure room during recovery. It was also observed that there was an opening near the incision; the wound was non-healing with some drainage despite two courses of antibiotics being administered post-implant. The entire system, including the pacemaker, right ventricular lead, and right atrial lead, was explanted and replaced with a new pacemaker system on (B)(6) 2026. The patient remained in a stable condition.